Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was on rivaroxaban. A baseline pericardial effusion of 6 mm at the apex of the heart was noted prior to the start of the procedure. The trans septal puncture was performed without complications. The physician positioned the watchman truseal access system (was) in the laa of the patient and inserted the 27 mm watchman flx laa closure device & delivery system (wds). The closure device was deployed in the laa and release criteria were checked. After meeting release criteria, the device was released from the core wire and successfully implanted in the laa of the patient. A repeat transesophageal echocardiogram (tee) was performed which showed that the pericardial effusion had become enlarged to 1 cm. The physician performed a pericardiocentesis to treat the effusion. The patient was hemodynamically unstable. Their blood pressure decreased and they needed catecholamines. The effusion was punctured with a direct autotransfusion. The patient needed to be intubated and ventilated during the treatment process. The effusion did become stable, but the patient passed away after 45 minutes with ongoing resuscitation. The cause of death was shock in multi-organ failure with pronounced coronary heart disease, lung atelectasis with less lung reserves.